Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer attempted to treat the elevated bg with a correction bolus via the pump. However, due to the pump shutting off, the customer went to the emergency room (ER) with an elevated bg level of 554 mg/dl and large ketones that a healthcare provider deemed life threatening. While in the ER, the customer was treated with intravenous fluids of saline and insulin. While also in the ER, it was discovered that the pump supplies were used beyond labeling. Tandem technical support educated the customer on supply timelines. The customer was released later the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.